Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the blood sampling valve (bsv) was worn and leaking, causing the aspiration errors. The fse replaced the bsv and the instrument ran without any leaks or errors. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The instrument was generating aspiration errors when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.